Event description:
A caller reported encountering a cgm error 42 with their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller was assisted through the reset process. After the reset, the pump no longer displayed the error, and the caller successfully started their sensor session.